Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. The device was being filled with a solution of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at fill-port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the confirmed leak at the fillport was due to a gap defect in the duckbill valve. The incoming inspection records for the duckbill valve show no components in hold for any attribute or variable defect; thus this defect identified appears to be an isolated incident.